Event description:
A letter was received from a solicitor alleging that the implants are defective. The solicitor's letter indicates that the patient underwent surgery for a total hip replacement in her left hip on (B)(6) 2010 during which mitch / accolade devices were implanted. The patient became aware that revision surgery will be required on (B)(6) 2015. Revision surgery is planned for (B)(6) 2015.

Manufacturer narrative:
An event regarding revision involving an accolade stem was reported. The event was not confirmed. Method & results: the device was not returned for analysis. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, post revision x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
A letter was received from a solicitor alleging that the implants are defective. The solicitor's letter indicates that the patient underwent surgery for a total hip replacement in her left hip on (B)(6) 2010 during which mitch / accolade devices were implanted. The patient became aware that revision surgery will be required on (B)(6) 2015. Revision surgery is planned for (B)(6) 2015.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0044, lot # fm063818, description: mitch trh md hd sz44+0, manufacturer: (B)(4), cat # mac-9988-4450, lot # fm089459, description: std mitch trh cp sz 44/50, manufacturer: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report is regarding a legal claim. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.